Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A one-link set leaked blood at the intravenous (IV) site of a patient. It was further described as ¿during assessments of intermittent needle therapy (int) sites, there was leaking around the int site¿. The amount of blood loss was not reported. Subsequently, the issue required the establishment of a new IV site less than 24 hours after the initial site was placed. No further clarification could be obtained regarding the "caps" or where the blood leak was specifically leaking from. Additional medical intervention and patient¿s outcome from the event were not reported. No additional information is available.